Event description:
The patient reported that for the last 2-3 weeks, she has had repeated instances of her insulin infusion set cannula bending in her body, which has caused high blood glucose readings. She stated her blood glucose reading this morning was 334 mg/dl and that her normal blood glucose readings are below 200 mg/dl. She reported no symptoms of the high readings. She stated she gave herself an injection of insulin to correct the high blood glucose. She stated she discovered the cannula was bent when she changed the infusion set. Troubleshooting revealed, the patient stated she is inserting the infusion head set at a 90 degree angle and that it is a "steady" insertion. The patient was advised to use a quick 90 degree insertion. The patient did not require assistance from a healthcare professional or second party to address the issue. The product was replaced. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.